Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both the pacing and high voltage lead impedances have been rising gradually. No noise or anomalies could be reproduced. X-rays were inconclusive.